Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure the lens broke inside the cartridge when it was placed in the injector and deployed with the plunger. The injector was used. There was no contact between patient and product as it was noticed before attempting to implant the lens. The surgery was completed on the same day by replacing it with another lens. There was no impact to the patient.